Manufacturer narrative:
A specific root cause for the difference in tsh values could not be determined based on the provided information. All tsh values generated on the roche and abbott analyzers are clearly far below the lowest level of the normal reference ranges for the respective assays. The generated values are also near the lowest detection limit for each assay. From a clinical point of view, the interpretation of the obtained values would be identical. The difference in values obtained from the roche analyzers can be explained by low precision near the lowest detection limit. The difference in values obtained with the roche and abbott analyzers is possibly due to the overall different setups of the assays.

Manufacturer narrative:
It was previously stated that the sample was provided for investigation, where it was repeated on an elecsys analyzer and a centaur analyzer. This shall be updated to state that the provided sample was repeated on an e411 analyzer and an architect analyzer on (B)(6) 2015. The results from the customer site were reported outside of the laboratory to the physician. The e411 analyzer used at the customer site was serial number (B)(4). On (B)(6) 2015, the patient had a tsh result of 0.01 uiu/ml, a ft3 result of 7.12 pg/ml, and a ft4 result of 1.21 ng/dl. On (B)(6) 2015, the patient had a tsh result of 0.01 uiu/ml, a ft3 result of 5.81 pg/ml, and a ft4 result of 0.67 ng/dl.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that a physician claimed that the free triiodothyronine (ft3) value measured for a patient sample was higher than expected based on the patient's clinical condition. The patient is diagnosed with graves' disease. Results from the patient sample were provided and it was determined that there were erroneous results for ft3 and thyrotropin (tsh). The date of the event was asked for, but is not known. It was stated that the sample was "from (B)(6) 2015". This medwatch will cover tsh. Refer to the medwatch with patient identifier (B)(6) for information related to ft3. The sample initially resulted as 0.01 uiu/ml for tsh and 5.72 pg/ml for ft3 when measured at the customer site on an e411 analyzer. The sample was provided for investigation, where it was repeated on an elecsys analyzer and a centaur analyzer. The sample resulted as 0.009 uiu/ml for tsh and 5.35 pg/ml for ft3 when repeated for investigation on the elecsys analyzer. The sample resulted as 0.004 uiu/ml for tsh and 4.71 pg/ml for ft3 when repeated for investigation on the centaur analyzer. It was stated that no adverse events occurred with the patient in relation to this issue. The serial number of the e411 analyzer used at the customer site was asked for, but not provided.